Event description:
During prime in preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the air bubble detector alarm occurred continuously. An alternate device was employed for the procedure. No other details regarding the event were provided. There were no reported adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.